Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.

Event description:
The patient had a competitors¿ rod in place and then broke his left hip. Surgeon was trying to put on an omega plate and screw. While trying to drill around the rod, the drill bit repeatedly hit the rod and the drill bit broke. A screw was also broken in the process.

Manufacturer narrative:
The reported event that the drill broke could not be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The surgeon reported that he was hitting several times a rot with the drill so this case was known "miss use". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
The patient had a competitors&#38930;od in place and then broke his left hip. Surgeon was trying to put on an omega plate and screw. While trying to drill around the rod, the drill bit repeatedly hit the rod and the drill bit broke. A screw was also broken in the process.